Event description:
It was reported that the downstream occlusion seal was ripped and bubbled, and the air sensor was unstable/moves when physically examining it. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a ripped downstream occlusion seal. A visual inspection was performed and the reported issue of a ripped downstream occlusion seal was confirmed. The cause of the reported issue of was unknown. As a result, the downstream/upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.